Manufacturer narrative:
The insulin pump had motor error alarms during rewind due to a corroded motor home switch. The device had moisture damage on the electronics assembly. No piston moving forward when activating rewind noted. Unable to perform no delivery test due to motor error alarms during rewind. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 207 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.